Event description:
It was reported that gattex leaked from the unspecified bd¿ 1ml syringe with attached 26g needle while drawing it from the vial. The following information was provided by the initial reporter: "withdrawing difficulty ¿ (bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch)). Indication: postsurgical malabsorption, not elsewhere classified. Spontaneous communication, patient's spouse reported that she has experienced a gattex malfunction on an unspecified date. She reported that she tried to get liquid out of the vial and was not able to, and all the liquid was just "gushing out". Unknown if patient missed any doses or experienced any adverse effects as a result. Unknown if medication is still on hand for return to manufacturer. No further information provided. Consent to contact the patient's hcp was not asked. All known information is contained on this form. Product: gattex. Country of origin: united states".

Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that gattex leaked from the unspecified bd¿ 1ml syringe with attached 26g needle while drawing it from the vial. The following information was provided by the initial reporter: "withdrawing difficulty ¿ (bd plastic dosing syringe (1 ml) with needle attached (26g, 5/8 inch))... Indication: postsurgical malabsorption, not elsewhere classified. Spontaneous communication, patient's spouse reported that she has experienced a gattex malfunction on an unspecified date. She reported that she tried to get liquid out of the vial and was not able to, and all the liquid was just "gushing out". Unknown if patient missed any doses or experienced any adverse effects as a result. Unknown if medication is still on hand for return to manufacturer. No further information provided. Consent to contact the patient's hcp was not asked. All known information is contained on this form. Product: gattex . Country of origin: united states".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.